Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention took place wherein the system was explanted. Date of explant is unknown.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient and device information.

Event description:
Patient's system was explanted on (B)(6) 2023.

Manufacturer narrative:
Correction describe event or problem: the information was inadvertently excluded from the initial report. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.